Event description:
During evaluation of the device's logs it was discovered that ventilator generated airway pressure high alarm. There was no patient harm. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to provided information no parts were replaced to resolve the problem. However, more information about the issue was requested, but not yet received.